Event description:
The report received from the affiliate states that the stent within the stent delivery system was 4cm instead of 6cm. The product was placed in the lesion. An add'l stent was impanted, in order to cover the lesion over the whole length, since 4 cm was to short. This prolonged the procedure; an increased amount of contrast media had to be used. There was no reported injury to the pt. No add'l info is available.

Manufacturer narrative:
After deployment of the stent it was reported that the stent did not completely cover the lesion. The user felt that the deployed stent was 4cm in length instead of 6cm as labeled on the stent delivery system handle and on the package. An add'l stent was deployed to completely cover the lesion. There was no reported pt injury. There were no films of the procedure provided for review and the stent remains implanted in the pt and is unavailable for eval. No addtional pt, lesion/vessel or procedural info is available. An engineering investigation reported that it is not possible to assemble a shorter stent without being detected by the operator; during the mfg process exist controls that can detect this failure. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. It is possible that the operator's interaction with the stent delivery system or target vessel characteristics may have contributed to the reported event. One non sterile smart control stent delivery system was received deployed. Recieved unit did not correspond to catalog and lot number reported on this complaint. Catalog of the recieved unit is c08060sv and lot unk. The ID band had printed "8 x 60 mm", it means that the stent loaded had to be 8 mm of diameter and 60mm of length. The distance between the end of the brite tip and the stop allows that a stent of 60mm could be loaded into the catheter. The usable length of the returned unit was found within specification. Mfg records for lot reported on this complaint and the three lots mfg prior and post at lot reported were reviewed and no evidence of incorrect size of stent or anomalies related with this complaint were found. Also no evidence of comingled units was found. Mfg records for received unit were not reviewed since lot number is unk. An engineering investigation reported that it is not possible to assemble a shorter stent without being detected by the operator; during the mfg process exist controls that can detect this failure. The exact cause of the failure could not be determined, but it does not appear to be mfg related, it might be related to the target vessel characteristics and/or the deployment technique.